Event description:
It was reported via phone call that the customer went into the pool with the insulin pump and then the customer received a motor error alarm during prime. No moisture is seen under the screen. The customer removed the battery to clear the alarm and when changing the battery he received an unexpected restart alarm. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 223 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had moisture damage on the electronics assembly, vibrator motor and battery tube assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.